Event description:
The pt services rep (psr) assisting a (B) (6) female pt called into zoll lifecor customer support to report that the pt's battery charger was emitting a funny humming noise and not charging the batteries. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B) (4) has been completed. The reported problem (charger emitting humming noise) has been confirmed. The charger was found to have a defective u13 component on the bedside pca board. The u13 component is an 8-bit flash microprocessor/controller unit. The root cause of the defective u13 component cannot be positively identified but was likely due to random component failure. No adverse event resulted from the defective bedside pca board. The pt rec'd a replacement battery charger.